Event description:
It was reported that the customer's device had its service indicator illuminated and had logged a potentially critical event code, affecting the AED functionality of the device. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to an electrically leaky capacitor, designator c160.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.